Event description:
Customer reported workstation would not boot properly, stopping at 5 arrows displaying on the c-arm display. This event occurred in 2007 and scheduled svc on the same day. Rep attempted to boot the sys several times without success, always stopping at 5 arrows.

Manufacturer narrative:
Svc rep performed assembly checks on workstation, tightened isolation transformer lugs, set dc voltages to correct levels, cleaned filters, and downloaded log files. Analyzed log files and found that the single board computer (sbc) showed no evidence of powering on through the boot cycle. Fse was able to energize sys through boot sequence and advised customer to leave the equipment powered on to complete cases. Capacitors on the sbc were bulging and appeared out of physical specs. Order sbc and new hard drive assembly with software.